Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had multiple cartridges that leaked insulin. The customer's blood glucose (bg) level ranged between low 200's mg/dl to "super high" and small levels of ketones. The customer performed supply changes and manual injections were administered to address the bg level. Tandem technical support educated the customer in regards to the possible causes of leaking cartridges including that overfilling cartridges may cause this issue as the contact stated that "the cartridge was filled all the way up".